Event description:
Revision surgery was conducted because the right ring finger pip had dislocated. It was discovered during surgery that the proximal pip joint had broke.

Manufacturer narrative:
A mfg record review was conducted. No issues were identified that would have caused or contributed to this event. The device was not returned for eval. Based on the claim that the device was fractured, it is reasonable that a fracture on the proximal component would cause a dislocation. This report is for the distal component. It was removed when the fractured proximal component was removed.